Event description:
(B)(4). This unsolicited case from united states was received on 13-dec-2017 from the physician. This case concerns a patient (demographics unspecified) who received treatment with synvisc one and after 4 hours the patient had difficulty walking, continued effusion/effusion was a little cloudy/ symptoms of knee effusion, pain, swelling; also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication or concurrent condition was provided. On an unknown date in (B)(6) 2017 (five weeks ago), the patient initiated treatment with single intra-articular synvisc one injection (indication, dose and frequency: unknown) (batch/lot number: 7rsl021; expiry date: unknown). On an unknown date in (B)(6) 2017, (4 days after starting treatment), the patient reactions of swelling, effusion, and pain that started about four hours after the injections. They did a culture and it came back negative. The effusion was a little cloudy. Corrective treatment: unspecified steroid for difficulty walking, continued effusion/effusion was a little cloudy/symptoms of knee effusion, pain, swelling. Outcome: recovering for all. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for all. Pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced difficulty walking, knee effusion, knee pain, and knee swelling. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.